Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, a drawer was failed, and it was unable to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 was failed and it was unable to recover. A field service engineer (fse) identified that row e was off the bus in drawer 4-2 and reseated the row board cable, but the issue persisted. The fse confirmed the issue through carefusion admin and hardware test application (hta), checked the light emitting diode status and shut down the station. The fse then removed the side row board cable cover and the row board, manually released the cubies, and reconnected the row board to rule out a faulty cubie. The fse replaced the defective row board, inserted the cubies to confirm visibility, reassembled the drawer, rebooted and tested functionality in hta to resolve. The system functioned as intended after the field service engineer repaired the device. Initial reported facility: (B)(6).